Manufacturer narrative:
The pump passed active current test. Successfully downloaded history files and traces using thump. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 4.0 received the low battery alert (104) on (B)(6) 2025 06:18:00 faster than expected at 5.4 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 19:31:00 after more than 7 days at 11.04 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 17:24:00 faster than expected at 4.21 days. Test p-cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, cracked lcd window, cracked case display window corner and pillowing keypad overlay. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasting less than expected confirmed. Confirmed moisture damage to pcb1 board and pcb 2 board. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low/short battery life to the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was partially done and found the battery did not last more than 1 week. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.